Event description:
During the processing of notifying the pt that pt's device may be nearing end of service, it was reported that the pt's device had been explanted due to lack of efficacy. Further follow-up revealed that the pt's device was explanted due to infection. It was reported that the pt had an abscess over pt's neck incision. Attempts to obtain additional info have been unsuccessful to date.